Event description:
The device evis exera iii duodenovideoscope was returned to olympus for evaluation. There was no complaint received from the end-user. The evaluation found that the air/water tube and cylinder had foreign material. There are no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: switch box has a scratch; air/water cylinder has no coor; scope cylinder had no color; air/water cylinder had foreign objects; plug unit had a scratch; air/water tube had foreign objects; lens guide had a crack; distal end was shaved; due to annual inspection, parts must be replaced; and universal cord has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to insufficient reprocessing. The foreign material was unable to be identified. It is uncertain whether there was deviation from instructions for use on reprocessing steps. The event can be prevented by following the instructions for use (IFU): detection methods are written in IFU: tjf-q190v operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.